Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4: batch # 299c56. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. The device was dry fire and completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. No additional functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 299c56, and no non-conformances related to the reported complaint condition were identified.

Event description:
After firing and the blade couldn't return sucessus, and it was stuck. The surgeon tried the reverse button, but the blade still stuck. They tried many times and finally succeeded no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. A manufacturing record evaluation was performed for the finished device psee60a lot number a9ca1e and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.